Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Functional evaluation did not reveal any problems. Ccu booted up and passed all functional tests including wi-fi test. All functions perform as expected. The reported malfunction could not be duplicated during the functional testing process. Factors that could have contributed to the reported event include timing variations causing incorrect memory location read during startup.

Event description:
It was reported that the camera did not start up, the issue was found at the beginning of the procedure while device was inside the patient. A delay less than 30 minutes was reported. No backup was available. No patient injuries were reported.

Event description:
It was reported that the camera did not start up. No back up was available.